Manufacturer narrative:
An investigaiton is in progress for lens tears under (B)(4).

Event description:
An aa4204vl model lens was implanted and the surgeon noted that there were nicks on the lens. The facility stated that the lens was damaged while it was being inserted. The lens was cut into pieces to remove. There was no patient injury.